Manufacturer narrative:
The root cause of the instrument issue could not be determined; however, the repairs and adjustments effectively resolved the issue. (B)(4).

Event description:
Customer called to report that the unicel dxc 800 synchron system generated erroneously low glucose results for two patients. An alternate dxc 800 instrument in the laboratory yielded higher, normal results. The customer technical specialist examined the proservice results and found that the glucose reagent cartridge was low; a service request was generated. The field service engineer (fse) inspected the instrument and found a leak at the bottom of the chemistry cartridge (cc) sample probe. The fse replaced the cc sample probe, collar wash, 100 microliter syringe, and t-valve assembly. Customer stated that patient treatment was not affected as results were not reported outside the laboratory.